Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was malformed. There might have been torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In order to perform functional testing, the device was cycled and it fed and formed twelve conforming clips; finally the instrument locked out as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.